Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The physician discovered that the sheath was damaged when he inserted it. The device was replaced with a new one. Images of the device depicted jagged edges at the tip of the sheath. The patient did not experience any reported adverse effects related to the occurrence.